Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation confirmed and was able to reproduce the report of the device shutting down while powered by an internal battery. Review of the battery logs found that the internal battery was faulty. Based on all evidence and previous investigations of similar complaints, the investigation determined that the power failure event was most likely due to an isolated component failure in the internal battery assembly. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device powered down unexpectedly while using an internal battery. There was no patient injury reported as a result of this incident.